Manufacturer narrative:
Zimvie did not receive one (1) tsx37b11, (tsx¿ implant, 3.7mmd, 11.5mml) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120018721. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120018721 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿incorrect component quantity¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. Without device receipt, the reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the was empty when opened no implant was in it. We opened an implant to place for surgery and there was no implant in the container. Procedure was completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided.